Manufacturer narrative:
(B)(4). Mfg site name-(B)(4). Investigation results: one flexiva 200 laser fiber was received for evaluation. The fiber was returned broken into two pieces. The first piece measured approximately 61.6 cm from the top of the connector to the break. The second piece measured approximately 197.5 cm from the break. The combined measurement of approximately 259.1 cm out of the specified 3.1m +.3/-.1 confirmed that the remainder of the fiber including the distal tip was not returned. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to one of five devices used in the same procedure. Refer to the associated manufacturer reports 3005099803-2017-03779, 3005099803-2017-03780, 3005099803-2017-03781 and 3005099803-2017-03985 for the other associated device information. It was reported to boston scientific corporation on (B)(4) 2017 that five flexiva 200 laser fibers were opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, four laser fibers were broken upon removal from the package (captured in manufacturer report # 3005099803-2017-03779, 3005099803-2017-03780, 3005099803-2017-03781 and 3005099803-2017-03782). The procedure was completed with the fifth flexiva 200 laser fiber (captured in manufacturer report # 3005099803-2017-03985). There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.